Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system. The device is stuck in the rewind process. Customer's blood glucose was unknown. Troubleshooting was performed and customer mentioned they weren't able to exit prepare to prime loop. Customer was advised to discontinue use of the device. Customer has two devices and was advised to revert to the other device. Customer is not returning the device for analysis.